Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device hmk785 number, and no non-conformance's were identified. Three empty opened foils, three paper lid, an empty winding former, three sutures inside winding former and a detached needle of product code (B)(4), lot hmk785 were returned for analysis. During the visual inspection of the detached needle, the swage and attachment area the swage and attachment area were noted to be as expected and a suture piece still was attached to barrel needle. Three winding formers were visually examined, and the sutures could not be dispensed since have begun with the process of degradation and this condition caused that the suture detached from the needle. The time of exposure of sutures to the environment could not be determined. Also, the foils were examined and showed multiples wrinkles and holes in cavity on bottom foil packages due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, the assignable cause is suture degradation due to the improper handling of package. Note: reportable events were submitted via 2210968-2019-80629, 2210968-2019-80630, 2210968-2019-80631.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. After taking the suture in the hand, the suture got detached from the needle. Upon evaluation of the device, the suture could not be dispensed as it has begun the process of degradation. The foils were examined and showed multiple wrinkles and holes in cavity on bottom foil packages due to excessive manipulation. There were no adverse patient consequences reported.